Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited high capture thresholds. X-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. There were no patient consequences.